Event description:
Pt was implanted with pangea construct from l4-s1 on (B)(6) 2012. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt had increased low back pain. X-rays demonstrated the rods on both sides were dislodged and left l5 screw head popped off. The left rod of the construct twisted. The screw at left l5 was still attached in the bone. The head of the screw at left l5 popped out, but was still attached to the rod. The rod at right s1 migrated superiorly and was partially engaged in the right s1 pedicle screw. Surgeon removed all hardware and pt was revised to matrix construct. This is the 2nd of 5 reports submitted on this event.

Manufacturer narrative:
The device was not returned. The mfg records were reviewed and no complaint related issues were found.